Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tka, the surgeon assembled the keel to the slide hammer. But the surgeon couldn't assemble the keel. Therefore the surgeon not used the slide hammer.

Manufacturer narrative:
Reported event: an event regarding assembly issue involving a scorpio extractor was reported. The event was not confirmed. Method & results: -device evaluation and results: device was returned in used condition. Burrs were observed on the inner body near the extraction pin consistent with use. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded the event is not confirmed. A functional was performed with a #3/#4 press fit tibial punch pulled from finished goods. The tibial punch (keel) did lock into place. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During tka, the surgeon assembled the keel to the slide hammer. But the surgeon couldn't assemble the keel. Therefore the surgeon not used the slide hammer.